Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving appropriate therapy the day prior for ventricular tachycardia. Upon interrogation, the implantable cardioverter defibrillator exhibited back-up mode with active high voltage therapy. The device was successfully reprogrammed and the patient will continue to follow-up normally.